Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. During the manufacturer's technical inspection, the error description provided by the customer, "all of output display ports cannot generate images to the monitor. There is a loud noise from the fan, the signal power light is still available" could be confirmed. The most probable root cause is a component failure on the circuit board. In addition, we would like to call your attention to chapter "3.8 failure of products" in the corresponding instructions for use (document#: (B)(4) IFU_ce-MDR) on page 10. "The product may fail during use. Perform an equipment test before use if the image fails during the procedure, remove the camera from the endoscope and continue the procedure optically. If the surgery cannot be continued optically, determination of how to further the procedure is at the physician's discretion based on the surgical circumstances. Have a replacement system ready for each application." The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that all of output display ports cannot generate images to the monitor. There is a loud noise from the fan, the signal power light is still available. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).